Manufacturer narrative:
This supplemental report is to inform that upon further review, per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Initially, we determined that the event was MDR reportable due to a backflow of liquid from the water container into the unit co2 regulator (ucr), in which case we determined that it was a potential adverse event because of the risk for infection. Upon further investigation, it was found that liquid does not flow back into the ucr from the water container unless multiple situations occur simultaneously .there are no reports of situations occurring for this complaint. In addition, a component analysis was performed on the water droplet traces in the tube of the ucr at a similar complaint. The results of this component analysis detected silica and others that appeared to be derived from tap water, but no component that appeared to be body fluids were detected.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device report has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacture history of the device and confirmed no irregularity. Omsc also confirmed that 81 months have passed since the device was manufactured. The exact cause of the reported event could not be conclusively determined. However, it is probable that the reported event occurred due to a time-related deterioration or a bad storage condition.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to sorc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the inside of the gas tube was corroded by flooding. There was no report of patient injury associated with the event.